Manufacturer narrative:
One used device was returned for evaluation. As received, no damage or anomalies were noted. The set was leak tested per specifications and no leakage was observed. The complaint of leak out of the vent cannot be replicated or confirmed. Lot history review could not be conducted because no lot number(s) was/were identified. Additional information d9 section.

Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a primary plum set, clave secondary port, clave y-site, distal microbore tubing, secure lock, 104 inch that experienced leakage during use. It was stated in the report that the product has leaking from the vent port near the spike while patient receiving tpn. There was patient involvement. There was no report of patient harm.